Manufacturer narrative:
Medtronic has not received the suspect device/component from the customer for evaluation nor has the device been evaluated by the service engineer. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, when a 980 ventilator was using the quick start ventilation mode, the patient was not ventilated because of the non-physiological default settings of the ventilator. Reportedly, the respiratory frequency, inspiratory time, and I:e (inspiratory/expiratory) ratio were not adapted to the preconfigured institutional volume settings. Reportedly, the inspiratory time was too short and the pressure alarm limit was reached immediately. Although requested, information pertaining to patient intervention and outcome (if applicable) has not been provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.